Event description:
The tacker (endoscopic manual linear stapler) malfunctioned, tacks (surgical staples or straps) would not deploy into the mesh. New tacker was opened and worked as expected. Manufacturer response for securestrap absorbable fixation device, securestrap (per site reporter). Manufacturer provided tracking number and product return packaging.

Event description:
The tacker (endoscopic manual linear stapler) malfunctioned, tacks (surgical staples or straps) would not deploy into the mesh. New tacker was opened and worked as expected. Manufacturer response for securestrap absorbable fixation device, securestrap (per site reporter). Manufacturer provided tracking number and product return packaging.